Event description:
(B)(4). It was reported that following a stenting treatment procedure, a death occurred. The patient was referred for cardiac catheterization in (B)(6) 2010. The 70% stenosed target lesion was located in the proximal left anterior descending (lad) artery with reference vessel diameter of 2.5mm and a lesion length of 28mm. A 2.50 x 32 mm taxus liberté stent was implanted in the target lesion. Post dilatation was performed resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel therapy. In (B)(6) 2013, the patient presented with chest pain and was hospitalized. The patient was diagnosed with q-wave acute anterior st elevation myocardial infarction and cardiac catheterization was recommended. At the time of this event, the subject was on aspirin. Thrombus and 50-70% stenosis was found extending from proximal lad artery to mid lad was treated with aspiration thrombectomy, followed by balloon angioplasty and placement of a drug eluting stent. Following post-dilatation, residual stenosis was 50%. However, the procedure was unsuccessful due to a large thrombus burden. In addition, the totally occluded stents in left circumflex (lcx) artery were attempted to be treated with thrombectomy but was unsuccessful after several attempts and the procedure was terminated. The patient developed ventricular arrhythmia with episodes of ventricular fibrillation which required cardioversion and CPR for 2-3 minutes. Endotracheal tube was inserted. The patient was sedated and a ventricular assist device was placed in order to stabilize his hemodynamics. During the course of the event, the subject continued to be very unstable, developed acute oliguria, progressive pulmonary edema with congestive heart failure, respiratory failure and repeated ventricular fibrillation requiring brief cardiopulmonary resuscitation. The patient also had some coagulopathy with some nasal bleeding and some bleeding around the membrane in the impella sheath, requiring transfusion. Thus, the patient was transfused with 2 units of prbc. Upon further discussion with the family members and physicians, it was agreed that the subject was terminally ill due to extensive mi with loss of r-wave forces and troponin elevation in excess of 100. The subject was made a dnr with family's agreement. On the following day, the patient went into progressive cardiogenic shock and had cardiac arrest. The patient was eventually pronounced dead.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).